Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas and alleged that his pump did not deliver any basal insulin today. Customer technical support (cts) reviewed pump: basal is programmed correctly, and confirmed that total daily dose showed 0.00 units delivered in the basal history for (B)(6) 2013. The patient reports his bg went to 256mg/dl and he has given a bolus and has put his old pump back on until another replacement pump arrives. Cts advised patient to remain on backup plan until new pump arrives. The blood glucose excursion does not meet the criteria for an adverse event. This complaint is being reported based on the allegation that the pump failed to deliver the basal insulin on (B)(6) 2013.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the daily insulin delivery totals were reviewed and showed on the event date a total daily delivery of 24.560u and total basal delivery of 12.160u with bolus deliveries of 8.70u, 0.50u, and 3.20u. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 1 unit per hour basal rate was programmed in the pump and was executed for 24 hours; no alarms or warnings occurred during this time period. The keypad was tested and all keys are responsive to user input. No hypersensitive keys were observed on keypad. The complaint could not be duplicated during investigation.